Event description:
This lead was explanted. Attempts to obtain the reason for explanted were unsuccessful. The reason for removal is unk. The associated device was at eri indication and was also explanted. No add¿l info is available. Should add'l info become available, this event will be updated.